Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0164701 medical device expiration date: 2023-05-31 device manufacture date: (B)(6) 2020. Medical device lot #: 0210308 medical device expiration date: 2023-07-31 device manufacture date: (B)(6) 2020. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 19 bd insyte¿ autoguard¿ bc shielded IV catheters in lot 0164701, and 1 catheter in lot 0210308 leaked blood when the cannula was retracted. The following information was provided by the initial reporter: "there is no function of blood control. When cannula was retracted, the blood went out of the hub very soon."

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that 19 bd insyte¿ autoguard¿ bc shielded IV catheters in lot 0164701, and 1 catheter in lot 0210308 leaked blood when the cannula was retracted. The following information was provided by the initial reporter: "there is no function of blood control! When cannula was retracted, the blood went out of the hub very soon!".